Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 411 mg/dl. Customer¿s current blood glucose was 351 mg/dl. Reservoir and infusion set tubing had air bubbles. Approximate size of air bubbles is larger than soda pop style. Air bubbles were successfully removed. Drive support cap was normal. Insulin pump passed high pressure test. The reservoir will not be returned for analysis.